Event description:
A physician has had three occurrences of inflammation reaction associated with model us940a uv-absorbing hydrophillic. Posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, 12/27/99. Pt subsequently developed what the surgeon describes as post-op inflammation. Surgeon's opinion is it need not be included in the list of complaints due to the fact the complaint melted away on standard drops and there is no cause for alarm.